Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Correction to the initial report: corrected UDI has been populated to field d4. Primary UDI number. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a supraventricular tachycardia (svt) ablation procedure which included a vizigo and after opening the package, it was found that the tip of the outer sheath had been rough and seems to be frayed and it had wrinkles. There was no internal sheath mechanism exposed and no lifted nor damaged electrodes. A second device was used to complete the operation. There was no report of adverse event on patient.

Manufacturer narrative:
The picture was reviewed and no root cause can be determined. However, it was reported that the device is available for analysis. Therefore, once the device is received by the bwi product analysis lab, the evaluation will be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a supraventricular tachycardia (svt) ablation procedure which included a vizigo and after opening the package, it was found that the tip of the outer sheath had been rough and seems to be frayed and it had wrinkles. There was no internal sheath mechanism exposed and no lifted nor damaged electrodes. A second device was used to complete the operation. There was no report of adverse event on patient. Device evaluation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection evaluation of the returned device was performed following j&j medtech procedures. Visual analysis of the returned sample revealed that the soft tip of the device was found bumped and wrinkle marks were observed. For this reason, an external manufacturing investigation was requested, and it was determined that this failure was not related to the manufacturing process since damage to the liner inside the distal tip was noticed. This type of damage is not normally seen during production. To avoid this type of issue, the device tip is 100% inspected for any damage. A device history record evaluation was performed for the finished device, and no internal actions related to the reported complaint condition were identified. The tip condition reported by the customer was confirmed. The potential cause of this failure could not be identified. The catheter instructions for use (IFU) contain the following recommendations: do not use if the package is open or damaged. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).